Event description:
New information received indicates that patient presented for lead explant due to externalized conductors. No further information is available.

Manufacturer narrative:
External insulation abrasion was noted at 8 to 11.2 cm and 30.8 to 31.7 cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.